Manufacturer narrative:
Novocure medical opinion is that the contribution of the transducer arrays to the skin laceration cannot be ruled out. The loss of consiousness was unrelated to device use. Skin laceration is an expected event with optune gio device use (ef-11 0% and 1% ef-14 optune arm).

Event description:
A 46-year-old male patient with pleomorphic xanthoastrocytoma started optune gio therapy on (B)(6) 2023. Novocure was informed on (B)(6) 2024, that while walking the patient hit his head on a ladder, lost consciousness, and sustained a skin laceration that required stitches. Reportedly, the transducer arrays were removed from the scalp on the way to the emergency room (ER) for treatment. The healthcare provider (hcp) advised temporarily discontinuing optune gio therapy until the area healed. On (B)(6) 2024, the spouse reported the patient resumed optune gio therapy on (B)(6) 2024. The prescribing physician was contacted for further details without reply.